Event description:
The user facility reported that during patient procedures the monitors in two rooms connected to hexavue custom room racks were flickering. The procedures were completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexavue custom room racks subject of the reported event and found that the user facility was using a non-steris electro cautery device at the time of the reported flickering. The technician found that every time the non-steris electro cautery device was activated, the input signal on the monitors would be interrupted resulting in the flickering. The hexavue custom room rack is customizable, and the user facility ordered the hexavue custom room rack with dvi cabling to their monitors. If the hexavue custom room rack is used with electromagnetic devices (such as an electro cautery device), then an hdmi cable with ferrites should be used to prevent electromagnetic interference rather than dvi cabling. To resolve the issue, the technician replaced the dvi cabling with an hdmi cable with ferrites, tested the units, confirmed them to be operating according to specification, and returned the units to service. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.